Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing lioresal (dose and concentration unknown). The indication for use was intractable spasticity. The catheter was explanted on (B)(6) 2016 and returned. It was noted that the patient experienced withdrawal symptoms.

Manufacturer narrative:
As per the manufacturer's device registry, the catheter was replaced on (B)(6) 2017. Analysis of the catheter on 2016-jan-26 revealed no significant anomaly; the catheter was incomplete / returned in segments and met acceptable testing. The previously applied results code and conclusion code regarding the catheter is no longer applicable.

Manufacturer narrative:
Update/correction: the initial reporter was updated with physician name and contact information; previously reported as unknown healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.